Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the black box data showed no evidence of short battery life or drastic voltage fluctuations. One low battery alarm was observed. A visual inspection of the pump showed that the battery compartment was cracked. No moisture was observed in the battery compartment. The pump¿s current draws were found to be within specifications. The pump case was removed and no evidence of intermittent connections or moisture was found in the pump. The complaint was not duplicated during testing. Unrelated to the complaint, the pump casing was observed to be cracked near the upper right corner of the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.